Manufacturer narrative:
Collagen matrix, inc. Could not verify the complaint. After several unsuccessful attempts to obtain additional product information (i.e. Product reference #, lot #, UDI), collagen matrix, inc. Could not determine whether the company's product was used in the procedure or if the product remained implanted or was removed.

Event description:
A nurse reported to the distributor that an unknown dura product was used in a procedure past its expiration date of july 2017.